Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. As no samples and/or photo(s) were received the investigation concluded: -unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failures as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that bd ultra fine¿ pen needles broke during use. The following information was provided by the initial reporter: material no: 320109 batch no: 8185502. It was reported that the pen needles either bend or break during injection, needle also broke off into the injection site during injection. Consumer was able to remove the needle with a tweezer, no medical attention, no injury, pain or discomfort. Consumer stated that he rotates the injection site and sometimes re-uses the needle. Problem occurred within the past 6 months, samples have been discarded.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd ultra fine pen needles broke during use. The following information was provided by the initial reporter: material no: 320109 batch no: 8185502. It was reported that the pen needles either bend or break during injection, needle also broke off into the injection site during injection. Consumer was able to remove the needle with a tweezer, no medical attention, no injury, pain or discomfort. Consumer stated that he rotates the injection site and sometimes re-uses the needle. Problem occurred within the past 6 months, samples have been discarded.